Manufacturer narrative:
MDR 3003442380-2024-04124- device 17 of 24. Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states . It was reported that the patient that the 24 infusion set was leaking from the site due to which hyperglycemia occurs. Since last 24-48 hours the infusion set was in use. High blood glucose level was 220-230 mg/dl. No further information was available.